Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 44 mm diameter abdominal aortic aneurysm. It was reported that the device was unpacked as usual, and flushing the guide wire lumen was attempted, but it was hard and heparinized saline did not go through. The physician replaced the syringe three times and several attempts were made, but heparinized saline did not go through at all. When the guide wire was inserted, there was something catching within the tip and then the guide wire went through. The tip was being monitored carefully, but it did not appear that something came out. After that, flushing was performed and heparinized saline went through to the tip normally, and the procedure was continued as usual. The delivery system did not have any kinks. The cause of the event is device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.